Event description:
Nurse doing safety check noticed that dash 3000 monitor in use on her patient read "patient discharged, alarms off." She immediately readmitted the patient. Ten minutes later she was feeding the baby, and saw the monitor spontaneously revert back to "patient discharged, alarms off." She removed the monitor from the nicu and sent it to biomed, where it is currently being examined.